Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a damaged enclosure, tank cover, plate clip, pole clamp and line cord. Device then underwent functional testing by being filled with water and fitted with temperature check, and powered on device; it was noted the reported customer complaint has been confirmed. The problem source was determined to be due to a faulty pcb, which was then replaced.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation. The reported product problem regarding the malfunctioning alarms were duplicated. Although the alarms were activated, they were not displayed on the lcd screen. One of the led components was observed to be broken. The pcb was replaced, after which, the pump passed all functional tests.

Event description:
It was reported that the alarms were not working. No patient injury or complications were reported in relation to this event.